Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years 11 months post implant of this aortic bioprosthetic valve, it was replaced valve-in-valve for stenosis which lead to high gradients. Approximately eight months post valve-in-valve procedure, the patient had a transient ischemic attack (tia). No additional adverse patient effects were reported.